Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the delivered tidal volume is higher than the set volume. There was no report of patient involvement.